Event description:
A physician reported a pt who was originally skin tested on 1 july 1998 in the left forearm with negative results. On 14 august 1998, the pt was treated in the periorbital fine line creases and left glabellar crease. The procedure was uneventful, and the initial results were favorable. In late august of 1998, (exact date not known), the pt noticed bumps at the periorbital creases along with redness and induration at the glabella. On 18 sept 1998, the physician noted redness and induration at the treated sites; intermittent, waxy-looking "bead like" bumps at both lateral periorbital creases; and a non-fluctuant, "acne-like" cyst, 5 mm in diameter with a "pustular head" at the left glabellar crease. The physician prescribed ampicillin for one month. On 24 sept 1998, the pt presented with a red, swollen, firm glabellar cyst or nodule 20 x 30 mm in size; a firm nodule at the left temple, an area which was not treated; and two small nodules at the left upper cheek and periorbital treated areas. The "bead-like" milial bumps at the lateral periorbital creases had diminished, and were almost not visible. During the week of 20 sept 1998, exact date not known, the pt developed muscle aches, joint pains, and fatigue. The pt's left forearm test site also became pink during the week of 20 sept 1998. The physician believed all of the symptoms were probably related to hypersensitivity. On 24 sept 1998, the physician injected kenalog intralesionally into the nodule areas and changed the antibiotic to augmentin.